Event description:
Lavh was being performed. Dr was using a device to cut and staple the ovary and tube. Upon the initial firing of the instrument, complete hemostasis was not obtained. Therefore, the instrument was removed and reloaded with a white staple. The instrument was fired for the second time and at that time the instrument would not release.